Manufacturer narrative:
The reported event of device found in back-up mode was confirmed. Analysis found that the device went into backup mode due to code corruption in hardware register, which is consistent of high transient current triggering nmi.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was found to be in backup operation. The device was explanted and replaced. The patient was discharged.